Manufacturer narrative:
Product complaint # (B)(4). Batch # t5aw75. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the stapler, with blue reload, no buttressing, unknown firing, stopped in the middle of the deployment of staples. The doctor indicated the battery sounded like it was dying during deployment, partially firing. A second like stapler was used to complete the procedure. There were no patient consequences reported.